Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06215.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06215.

Manufacturer narrative:
Results: the ipg was returned in good condition. It was responsive and communicated with lab utilities. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Programming the ipg with aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. The magnet feature worked as intended. No physical or functional anomaly was observed that would contribute to the reported issue concerning pain at the ipg and lead site. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06215. It was reported the patient was experiencing pain at his scs ipg and lead sites both with and without stimulation. Additionally, the patient's ipg would reportedly turn on by itself. Surgical intervention took place on 05/13/2015 at which time the patient's ipg was explanted. The patient's scs lead remains implanted. No further intervention is planned at this time.